Event description:
On or around 04/01/1998 the account reported an erratic ck-mb result of 85.9 ng/ml which was run on the axsym analyzer. An error message was not given with the erratic result to warn the user. The pt was admitted to ICU for observation and started on heparin therapy as a result of the ck-mb result. After the ck-mb result was reported the account ran controls and recovered values all out of range high. Repeat testing of the sample gave a result of 8.3 ng/ml. No report of any injury. Troubleshooting at the account revealed that bulk solution #3 dispenser nozzle was plugged.